Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17jul2020.

Event description:
It was reported to philips by the customer (biomed) that the ventilator displayed multiple check vent alarms. The biomed reviewed the event log and found error codes logged. The device was in use on a patient when it started alarming. The respiratory therapist swapped out the ventilator with no patient issues or harm. A philips field service engineer was dispatched to the customer site to provide additional assistance. The drpt was reviewed, and error codes were noted. The fse inspected the device and confirmed the reported issue. The fse replaced the power management board to address the reported issue. The device passed performance assurance testing and was returned to service.